Event description:
Box and stickers are for 38am-3604. Allegedly, product in box was 38am-3635.

Manufacturer narrative:
(B) (4). Investigation is not completed. This report will be updated when the investigation is completed. This is the same report as 104535-2009-00255.